Event description:
Patient underwent full revision on (B)(6) 2015. The surgeon mentioned that the patient was a twiddler and that the low impedance was due to patient manipulation of the leads. An image was provided of the lead and generator which show that the lead was twisted and that the insulation was missing for a portion of the leads. The explanted devices were discarded.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
System diagnostics shows that the patient¿s device showed low impedance. It was also mentioned that the patient was in a car accident which might have contributed to the low impedance. Patient was referred for a full revision but surgery has not occurred to date.